Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A coil, introducer sheath and delivery wire were returned. The delivery wire was found inside the introducer sheath. The twistlock was found open. The coil was found outside the introducer and detached from the delivery wire. The introducer sheath was inspected and no issues noted. The delivery wire was inspected and no issues noted. The coil was found kinked, stretched and with the interlocking arm separated, the interlocking arm was not returned. Microscopic inspection of the zap tip shape and surface of the coil and the delivery wire noted no issues. Microscopic inspection of the delivery wire found no issues. Microscopic inspection of the interlocking arm of the coil was not inspected since it was found separated. Dimensional inspection of the wire length, weld outer diameter, wire arm outer diameter and wire zap tip were within specification. Dimensional inspections of the number of distal fiber bundles, number of proximal fiber bundles, zap tip outer diameter, and primary coil outer diameter were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Dfu states: "the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes." (B)(4).

Event description:
Reportable based on device analysis completed on 17-jan-2018. It was reported that the coil encountered significant resistance and the coil became stretched. The target lesion was located in the severely tortuous splenic artery. A 15mm x 40cm interlock¿-35 was selected for use. During introduction, it was noted that there was a significant resistance encountered when the coil was advanced into the middle portion of the unspecified 5fcatheter. The coil was attempted to be advanced further, however, it failed. At the course of removing the coil, resistance was encountered as well. The coil was then removed together with the catheter with no coil protrusion from the tip of the catheter and the coil was observed to be severely stretched along its body. The procedure was completed with another of the same coil. No patient complications were reported and the patient's status was stable. However, device analysis revealed that an interlocking arm was missing.